Event description:
Customer reported on 11th march from the us that their elvie stride would not turn on. A replacement order was processed but the customer contacted elvie customer services shortly after to state that they were engorged and had developed a fever. Customer was seen by a healthcare professional who prescribed antibiotics for treatment of mastitis.

Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Althoughs ome evidence points to a higher rate of occurrence in women using breast pumps versus those are are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team provided the customer with a replacement and requested that the faulty pump was returned for analysis. The fever that the customer developed is not felt to be directly linked to the product fault, but rather a as a result of not expressing breast milk whilst waiting for the replacement to arrive. As yet, the device has not been returned by the customer. However, if any additional information is found to support the investigation, a follow up report will be sent.